Event description:
"To correct the injury was essential use lupine type anchors, passing the first anchor to the table I noticed that the tip of the anchor was completely bent and therefore could not be used on the patient, surgeons will discuss and decided to spend a second anchor type lupine which also came with a bent tip, will comment again and although surgeons insisted and they decided to put the anchor in the patient. This anchor failure when handling the sutures as the first thread orthocord broke and stay the second thread totally battered. I took a third anchor and not notice any damage but to put it in the patient did not work and left the bone and went off the bone, so that a fourth lupine anchor type which worked perfectly in the patient was required. The first three anchors lupine type ref. (B)(4)belong to the same lot number 3624560, the room worked well is a different lot number, 3708405." Additional information was received from our affiliate on (B)(4) 2014; the affiliate was made aware of the complaint event on (B)(6) 2014. The first complaint device was found to be bent prior to use. The sutures broke on the second complaint device while the sutures were being tensioned. The third complaint device pulled out of the bone. A fourth like device was used to complete the procedure. The surgery was extended about 60 minutes due to the problems with the complaint devices. See associated medwatch numbers 1221934-2014-00090 and 1221934-2014-00091.

Manufacturer narrative:
Two lupine anchors from the same lot were received and evaluated. Visual observation of both the returned lupine loop anchors confirmed that the anchors were bent but still intact on the inserter. There were no anomalies observed with the assembly of the sutures on these anchors. The sutures are intact and are no cut as reported. It cannot be confirmed if the actual complaint devices have been returned to mitek. A batch record review has been conducted and the results indicate an sda was opened relating to deals with the inspection of the suture assembly of the finished good with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. It was noted that this lot was originally released in (B)(6) 2012 but was used in (B)(6) of 2014. The storage conditions of these devices are unknown and it is possible that they were exposed to high temperatures probably during transportation/ storage/ trunk stock resulting in the anchors to bend. This product should be stored in a cool dry place (below 80°f or 26°c), away from moisture and direct heat per the IFU. It is unknown if the instructions were followed. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. The complaint rate was reviewed for this failure mode and found to be within the expected rates per the risk analysis document and therefore, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
To correct the injury was essential use lupine type anchors, passing the first anchor to the table I noticed that the tip of the anchor was completely bent and therefore could not be used on the patient, surgeons will discuss and decided to spend a second anchor type lupine which also came with a bent tip, will comment again and although surgeons insisted and they decided to put the anchor in the patient. This anchor failure when handling the sutures as the first thread orthocord broke and stay the second thread totally battered. I took a third anchor and not notice any damage but to put it in the patient did not work and left the bone and went off the bone, so that a fourth lupine anchor type which worked perfectly in the patient was required. The first three anchors lupine type ref. (B)(4) belong to the same lot number 3624560, the room worked well is a different lot number, 3708405. Additional information was received from our affiliate on (B)(6) 2014; the affiliate was made aware of the complaint event on (B)(6) 2014. The first complaint device was found to be bent prior to use. The sutures broke on the second complaint device while the sutures were being tensioned. The third complaint device pulled out of the bone. A fourth like device was used to complete the procedure. The surgery was extended about 6o minutes due to the problems with the complaint devices. See associated medwatch numbers 1221934-2014-00090 and 1221934-2014-00091.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.